Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and pocket erosion. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, and atrial lead (ra) were eroded. The physician explanted the entire system ¿ ICD, rv lead, lv lead, ra lead, and older inactive right ventricle lead due to infection and pocket erosion. The temporary pacemaker system was replaced because the patient was dependent on the pacemaker. The patient was in stable condition.